Event description:
It was reported that the patient was not getting any air while connected to the ventilator. The ventilator was alarming disc/sense. The patient was placed on another ventilator with no patient harm reported.